Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 25-apr-2024, the patient reported infusion set tube detachment at tubing connection . The site of insertion was abdomen. Moreover, the infusion had been used for 2 days. Further, customer reports there was no stressed or pull on the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico, u.s.